Event description:
Complainant alleged that while attempting to defibrillate a patient, the device failed to discharge via the multi-function cable to the pads. Clinicians then tried to defibrillate via paddles, again the device failed to discharge. Clinician indicated that they continued CPR until arriving at the hospital. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.